Event description:
The manufacturer received information alleging the flow sensor verification test steps had failed during preventative maintenance on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated at the manufacturer service center. During the evaluation it was noted that the sensor printed circuit assembly (pca) board had caused the flow sensor test steps to fail on the device. In conclusion, the device's sensor pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the pollen filter, motor blower assembly, stirring fan foam, and forty-three microns filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue.